Event description:
A ventilator is being returned to the manufacturer for service. An internal battery error code was found in the device log, along with a vent service required error code. There was no harm or injury reported. Further evaluation at the manufacturer service center is required and a supplemental report will be submitted when the investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
It was previously reported that a ventilator was returned to the manufacturer for service. An internal battery error code was found in the device log, along with a vent service required error code. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the internal battery needed to be replaced. The device's internal battery was replaced to resolve the issue. The device passed all final testing. A supplemental final report will be filed.